Event description:
Patient had mickey button (gastrostomy tube). The balloon was leaking causing tube to become dislodged. Button was defective. The staff did not save the button. The defective leaking button was removed and replaced with a new button.